Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description (premature coil detachment). The returned device evaluation found that implant coil detached from the concerto coil pushwire and missing. This condition was not reported at time of the event. As received, the concerto coil pushwire returned outside the introducer sheath. The actuator interface was found bent but securely attached to the coupler tube. The concerto pushwire was found bent at the positive load indicator and from the distal end. The coin was still against the lumen stop. The shield coil was found intact and the implant coil was found already detached and not returned for analysis. The retainer ring was found damaged and the inner diameter could not be reliably measured. No other anomalies were observed. Based on the returned device analysis, we were unable to determined the cause of the event. As the actuator interface was still secure on the coupler tube and the coin was still against the lumen stop, it is likely the damage to the retainer ring was the cause of the detachment of the implant coil. In addition, the pushwire was found bent. It is likely that the damage to the concerto pushwire occurred during the attempt to push the coil into the micro catheter hub against the reported resistance or due to damage during return shipping as the device was returned without its protective dispenser coil and outside its introducer sheath. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a concerto coil that failed to pass into the microcatheter. It was reported that the coil was being prepared appropriately per the manufacturer instructions for use but then would not pass into the catheter. The device was replaced with a coil of the same size and the procedure was completed without issue. As the device issue was discovered prior to use, no patient was involved. Evaluation of the returned device found that the implant coil was detached and missing from the pushwire.